Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts on the proximal end of the stent that were bent and overlapping. The proximal rows of the stent were crushed together and moved 5mm distally from the proximal markerband. The distal end of the stent was still in the correct location. The distal tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the lesion was an in-stent restenosis of a non-bsc stent and not a promus premier stent as what previously reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02011. It was reported that stent damage occurred. The target lesion was a 90% in-stent restenosis (isr) of a promus premier stent located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 2.50x20 synergy¿ drug-eluting stent was advanced to treat the isr in the lad artery. However, the device failed to cross the lesion. The physician then removed the device and re-advanced it with a non-bsc guide extension catheter but a slight resistance was encountered. The device was removed from the patient's body again and noted that the proximal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion was an in-stent restenosis of a non-bsc stent and not a promus premier stent as what previously reported.